Event description:
It was reported a screw fractured at the screw part. Screw was placed on 21 may 2023. Proceeding was completed with another product with no impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A4: patient weight unknown / not provided d4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) item zfx09-zb-tsv-hlrs, for evaluation. Visual evaluation / functional test was performed. Screw is broken. Thread is available. Break point is over the thread. Thread is usable until the scratches the doctor made to remove the broken thread. The screw head has scratches but is in god condition, also the hexabular socket. No deviations or non-conformances, which could have caused or contributed to the reported event. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was the screw loosened and broken under horizontal load. Why the screw is loosened and then broken is not understandable. It could be, that a too large moment from closure damage the screw. It could also be that the irregular dents at the support surface are from a wrong or dirty opposite. We have only the screw and can not prove under what circumstances the screw has broken. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.